Event description:
The st. Jude medical representative reported that noise was observed on the electrograms. The noise is generated when the patient moves the left arm. The lead will be explanted and returned for analysis.